Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality-safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced allergic reactions to essure. She underwent mini-laparotomy with bilateral essure resection / bilateral micro tubal reanastomosis. The event is anticipated according to the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. The product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic reactions to essure") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient started essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("heavy bleeding during menstruation"), device difficult to use ("attempt of essure removal"), arthralgia ("joint pain"), myalgia ("muscle aches") and fatigue ("fatigue"). The patient was treated with surgery (mini-laparotomy with bilateral essure resection / bilateral micro tubal reanastomosis on (B)(6) 2013). Essure was withdrawn. At the time of the report, the allergy to metals, menorrhagia, device difficult to use, arthralgia, myalgia and fatigue outcome was unknown. The reporter considered allergy to metals, menorrhagia, device difficult to use, arthralgia, myalgia and fatigue to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced allergic reactions to essure. She underwent mini-laparotomy with bilateral essure resection / bilateral micro tubal reanastomosis. The event is anticipated according to the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and allergy to metals ("allergic reactions to essure") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted," and device difficult to use "attempt of essure removal". In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation"), arthralgia ("joint pain"), myalgia ("muscle aches"), fatigue ("fatigue"), genital haemorrhage ("abnormal bleeding (general)"), depression ("depression"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (minilaparatomy with bilateral resection of essure implants with bilateral microtubal renanstomosis) and surgery (mini-laparotomy with bilateral essure resection / bilateral micro tubal reanastomosis on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, allergy to metals, menorrhagia, arthralgia, myalgia, genital haemorrhage, depression, vaginal discharge, weight increased, alopecia and dyspareunia outcome was unknown and the fatigue had resolved. The reporter considered allergy to metals, alopecia, arthralgia, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, myalgia, pelvic pain, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received: reporter, patient demographic and events (depression, vaginal discharge, hair loss, weight gain, dyspareunia (painful sexual intercourse), abnormal bleeding (general), pelvic pain, essure confirmation test not conducted) were added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), allergy to metals ("allergic reactions to essure") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted," and device difficult to use "attempt of essure removal". The patient's concurrent conditions included dysmenorrhea, depression and allergy to metals (avoid jewelry, positive patch test for metals) since 1981. Concomitant products included escitalopram oxalate (lexapro) from (B)(6) 2013 to (B)(6) 2014 and fluoxetine hydrochloride (prozac) from (B)(6) 2013 to (B)(6) 2014 for depression as well as ibuprofen (advil) from (B)(6) 2009 to (B)(6) 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2009, the patient experienced weight increased ("weight gain"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation"), arthralgia ("joint pain"), myalgia ("muscle aches") and depression ("depression"). The patient was treated with phentermine, surgery (minilaparatomy with bilateral resection of essure implants with bilateral microtubal renanstomosis) and surgery (mini-laparotomy with bilateral essure resection / bilateral micro tubal reanastomosis on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, allergy to metals, genital haemorrhage, menorrhagia, arthralgia, myalgia, depression, vaginal discharge, weight increased, alopecia and dyspareunia outcome was unknown and the fatigue had resolved. The reporter considered allergy to metals, alopecia, arthralgia, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, myalgia, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: on (B)(6) 2013: mini laparotomy with bilateral resection of essure implants with microtubal reanastomosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-may-2018: pfs received: medical history, concomitant drugs updated and events start dates. Essure insertion date updated. Allergy to metals reported as a concomitant condition since about may-1981. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.